Event description:
It was reported that during an unknown procedure, the jaws would not release. The generator said to ¿replace instrument.¿ a second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.